Event description:
Customer reported set leaked at white connection between burette and drip chamber on a chemo infusion. No patient or staff harm. The location of the leak on the set was not provided. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leak at the connection between burette and drip chamber. The complaint could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure could not be identified.